Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
As reported; "the patient developed a cyst near the medial mal. Star poly was removed and replaced. Star ankle was stable otherwise."